Event description:
It was reported that patient had a loss of therapeutic effect. The patient was reprogrammed by the manufacturer representative on (B)(6) 2014 as the health care provider (hcp) suggested because patient was urinating more. The patient was on program 1 and was switched to program 2. The patient was at 1.25v however they did not feel stimulation and were still urinating too much. It was then set to 1.75v and that worked for a couple hours only and they had been urinating constantly and more so in the evening. It was adjusted on the morning of (B)(6) 2014 to 2.30v and wanted to know how long to keep at this setting. It was later reported that the patient was still urinating quite a bit, about every 1.5 to 2 hours, and was not feeling stimulation. The patient saw the lightning bolt and was programmed at 2.25v on program 2. The patient was previously programmed at 3.0v and the setting is lower now, which explained why they were not feeling stimulation. The patient then adjusted it to 2.45v and stated it was slightly uncomfortable; however the patient was going to leave at this level for now and will decrease one level as needed. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with their manufacturer representative. The patient does have concerns with their device or therapy. The patient was still having problem setting unit. The patient appointment scheduled in (B)(6) 2014 and on (B)(6) 2014 and (B)(6) 2014 by phone. It is further reported that the patient¿s wires were protruding and the device was not doing what it was supposed to do. The device failed way back in 2013 and the hcp last saw the patient in (B)(6) 2014. The hcp didn¿t know why if failed. The manufacturer representative was taking care of it. The patient had it first on the right side and the hcp took it out and out it on the left side. The hcp also tried other options for the patient¿s bladder. The patient ordered a replacement patient programmer. The patient was upset and in pain and stimulation was too high. The patient needed the programmer to turn stimulation down. The patient was overdue for a visit with their hcp. The patient mentioned having diabetes.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v594488, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v594488, implanted: (B)(6) 2010, product type: lead. (B)(4).